Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
Erosion was reported. The device was removed. No further patient complications have been reported as a result of this event.